Manufacturer narrative:
Conclusion: product was not returned for investigation. Although several contacts have been made, the medwatch 3500a has not been received from the user facility.

Event description:
Allegedly revision surgery performed. No other information is available.